Manufacturer narrative:
Correction: the date of occurrence was erroneous in the initial report, and has been corrected. The pump was returned for analysis and a through investigation was performed. Visual inspection found no deficiencies, abnormalities, or malfunctions that could have caused or contributed to the reported hemolysis. Simulated use testing was conducted and the pump operated to specification. We are unable to definitively determine a root cause as the reported failure could not be reproduced.

Manufacturer narrative:
The impella 5.0 was returned and an investigation is underway. A supplemental MDR will be filed upon completion of the investigation.

Event description:
The complainant reported a (B)(6) year old male patient presenting with myocardial infarction and requiring high risk percutaneous coronary intervention (hrpci). The hrpci was completed successfully, however, the patient developed signs of hemolysis via falling haptoglobin, rising ldh, rising bilirubin, and red colored urine. In addition to the reported hemolysis, the patient endured renal failure of an unknown cause. Repositioning was successful, however, the hemolysis did not resolve and the patient expired of multiple organ failure. The physician believes the hemolysis had been a contributing factor in the patient's death.